Event description:
It was reported through a retrospective study of patients that one patient underwent a revision procedure approximately 2 months post implantation due a periprosthetic fracture due to a fall. The tibia component was revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through a retrospective study of patients that one patient underwent a revision procedure due to infection. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in denmark. D4: attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.